Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5524m lead implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that noise was noted on the right ventricular (rv) lead, and there was low pacing impedance. Unipolar impedance was higher than bipolar and the lead was previously reprogrammed to unipolar pacing and sensing. The lead was later capped and replaced. No patient complications have been reported as a result of this event.